Event description:
An implantable cardiac defibrillator (ICD) system was returned from a competitor with no information. Information identified in the manufacture's database indicated the patient died approximately eight months post implant of the device approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4) : the device was returned and analyzed and found battery depletion indicated and that there was normal depletion. (B)(4) : the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the defibrillation conductor was cut. A cosmetic depression was noted on the outer insulation and apparent explant damage. (B)(4) : the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that there was a cosmetic depression on the outer insulation. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.